Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced a load step malfunction. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction remained unresolved; the pump was not available for review at the time the complaint was made.